Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen 2x2 was placed to close patient's dura mater after hematoma removal on posterior fossa. One duragen was used and it was overlapped more than 1cm on the dura mater. Cerebrospinal fluid (csf) retention was observed on (B)(6) 2020. The physician commented that duragen covered the defect part well and he never cut the arachnoid. Additional information received indicates that the csf retention is getting better.

Event description:
N/a.

Manufacturer narrative:
Duragen (id2201i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. As per complaint information: the physician commented that dura gen covered the defect part well. Medical assessment indicates that the source of the leak is not necessarily through the collagen sponge, but that it may happen through the arachnoid mater (subdural bleeds) specially after a traumatic head injury. This condition (subdural bleeds) incidence may show higher prevalence in the japanese population due to the fact that many people in japan are homozygous for genes associated with clotting factor vii with the effect of increased clotting time, proportionally increasing the prevalence of hemorrhage. In conclusion: csf retention is not necessarily caused by a failure of the collagen sponge performance and it is very probable that the csf retention is caused by a tear in the arachnoid mater (especially after a traumatic head injury). Therefore, based on the information provided and the absence of a device for evaluation, a root cause analysis for the reported ¿csf retention¿ is not possible. IFU addresses possible complications when submitted to a neurosurgical procedure. For information purposes, product IFU contains the following warnings, precautions, and adverse events sections: ¿warnings: do not resterilize. Do not use if the product package is damaged or opened. Duragen is generally not recommended for extensive skull base surgery with dural resection; however, duragen can be used to augment other forms of specific repair {i.e., fascia lata). Precautions: rinse surgical gloves to remove any glove powder prior to handling duragen. If duragen is to be sutured, tensionless suturing technique must be used to prevent tearing duragen. Duragen should be cut to size ensuring an overlap to cover the existing dura. Use caution when using duragen in conjunction with surgical sealants clinical experience suggests that there may be an increased risk of cerebrospinal fluid (csf) leakage in these situations. Fibrin glue may be used with caution as an adjunct to repair, especially if used in skull base procedures or intradural spinal surgery. Adverse events: possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage and adhesion formation. In clinical evaluations involving 1096 patients, postoperative wound infection rates for duragen were reported at approximately the same rate as the control group. Postoperative cerebrospinal fluid leaks were reported in 3 of 67 patients who underwent intradural posterior fossa procedures. Macroscopic evaluations revealed minimal adhesion formation only when there was significant disruption of the pia-arachnoid. There were no reports of graft encapsulation, neomembrane formation or foreign body reactions. There were no reports of graft rejection at histology.¿